Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l3-4, l4-5 with interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2002: the patient was pre-operatively diagnosed with status post right-sided l5-s1 decompression and posterior spinal fusion with facet screws, discogenic pain, l4-l5, l5-s1 with residual right leg radiculopathy and underwent the following procedures: stage 1: revision of right l5-s1 decompression; l4-s1 posterior spinal fusion with right iliac crest bone graft; placement of instrumentation after removal of the facet screws; somatosensory evoked potential monitoring. Stage ii: anterior lumbar interbody fusion l4-l5, l5-s1 with placement of femoral rings; placement of screws; somatosensory evoked potential monitoring. On (B)(6) 2004: the patient was pre-operatively diagnosed with status post l3-l5 posterolateral fusion with posterior lumbar interbody fusion using allograft bones, pseudoarthrosis l3-l4, l4-l5 and underwent the excision of pseudoarthrosis with partial vertebrectomy l3-l4, l4-l5 with placement of cages; placement of bmp; somatosensory evoked potential monitoring. As per op-notes, the hole at l3-l4 and l4-l5 appeared too small to accommodate a femoral ring. Therefore, it was felt that a cage would be more effective in opening up the disc spaces and stabilizing the interspaces. A 10 x 8 mm cage was packed with bmp placed on a collagen matrix and tapped first into the l3-l4 interspace to increase the lordosis. An excellent fit was obtained. A second cage was placed at l4-l5 and tapped into the interspace. Additional bmp and collagen sponges were placed on either side of the cages. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.